Manufacturer narrative:
B5 has been updated to reflect the correct amount of fractured screws. Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not available for evaluation. However, screw fracture was confirmed through inspection of the associated radiographic image. The image showed that the construct was composed of a three (3) level plate, eight (8) screws, and three (3) interbodies. Both screws at the caudal-most level of the construct appear to have been fractured. A device and complaint history reviews could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information.

Event description:
It was reported that two ozark self-starting, variable screws fractured 4-6 months post-operatively. The patient is now experiencing neck pain. Revision surgery is not scheduled at this time. This record captures the first of two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an unknown amount of ozark self-starting, variable screws fractured 4-6 months post-operatively. The patient is now experiencing neck pain. Revision surgery is not scheduled at this time. As eight screws were implanted during index surgery spanning c4, c5, c6, and c7, all eight screws will be reported conservatively. This record captures the first of eight screws.